Manufacturer narrative:
The reported events were inadequate capture and lead dislodgement. A complete lead was returned in one piece for analysis. As received, the s-curve hump height was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however the loss of pacing is consistent with the dislodgement of the lead.

Event description:
During an in-clinic follow-up, the left ventricular (lv) lead was noted as dislodged with a high capture threshold. Loss of pacing was reported. The lv lead was explanted and replaced to resolve the event and the patient was stable.